Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was undergoing an implant procedure. The physician placed one lead which did not provide effective stimulation coverage. The physician was unable to advance a second lead due to scar tissue. It was also noted, the patient started experiencing blood pressure issues which the physician believed was unrelated to the devices. The lead was removed and the case was abandoned. The patient was referred to a neurosurgeon for a paddle lead placement. Note both leads were from the same lot number.